Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the philips field service engineer (fse) inspected the system on site and upon reviewing the log file identified that 24v power supply was faulty. The review of system log files showed the error indicating failure in collimator power supply, confirming the reported issue. The fse replaced the power supply to resolve the issue, restoring the normal system functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.